Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email low blood glucose levels. Customer's blood glucose level was 22 mg/dl. Customer advised the low blood glucose incident was a past event. Customer declined to be transferred to the 24 hour helpline.